Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported that the 60-5272-132 device became dark and burnt soon after use during surgery on (B)(6) 2018. The surgeon wiped the electrode tip and the cover broke. There was no injury to the user/patient per the reporter. The surgery was completed with a replacement item. No report of delay and the procedure was completed as normal. This report is being raised as a device malfunction with the potential for injury with reoccurrence.

Manufacturer narrative:
Device was received in opened, original packaging. The reported catalog and lot numbers were verified. Inspection of the device found that the electrode coating was in poor condition and had the appearance of being stripped back. Inspection also noted that the electrode tip was burnt. Testing found that both the cut and coag modes functioned as expected. Testing also found that due to the damaged coating the electrode was able to apply energy through the entire exposed area rather than just the tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame 260,589 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised the following: cautions and warnings: - misuse of this or any other electrosurgical devicd can result in a patient injury. Read and become familiar with all instructions and directions befure using this device. - always use the lowest possible setting to achieve the desired electrosurgical effect. - do not acdtive the electrosurgical unit if the tip of the instrument is within the trocar cannula. - examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.